Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the sheath hub separated. The sheath showed evidence of use.

Event description:
The customer reports the connector detached from the mandrin and the mandrin remain inside the sheath.

Event description:
The customer reports the connector detached from the madrin and the mandrin remain inside the sheath.

Manufacturer narrative:
(B)(4). The customer returned one used psi sheath/dilator assembly for evaluation. The dilator body was returned inside the sheath. The dilator hub was detached from the dilator body. No issues were identified with the sheath. The distal end of the dilator hub was fully formed and circular. The proximal end of the dilator body did not show any signs of stress or deformation. No issues were identified that would have cause the two items to separate. The inner diameter of the dilator hub where the body is located measured to be 0.097". The dilator body measured 17 7/16" in length, which is within specification. The outer diameter of the dilator body was also within specification. The dilator hub locked into the hemostasis valve cap without issue. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest ensuring the dilator hub fully snaps into the sheath cap prior to insertion. While grasping near the skin, advance the assembly into the vessel with a slight twisting motion to the desired position. (Con't). Other remarks: the customer reported issue of the dilator hub separating from the dilator body during use was confirmed during the sample investigation. The customer returned one used psi sheath/dilator assembly for evaluation. Visual inspection confirmed the hub as detached from the body. No other issues were identified. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no issues were identified to indicate a manufacturing related issue. Based on the information and sample provided, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.